Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR if no medwatch form was received from the initial reporter or product user. Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficutly: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
Patient's current status: critical - rpt'd 10/8/96.